Event description:
During our procedure, we utilized a neoprobe device, which requires a probe cover for the hand-held device. The operating room provides 2 different probe covers and upon inspection of both covers, the surgeon chose to utilize the care industries intraoperative probe cover. At the end of the case, upon removal of the probe cover, the probe was found to have trace amounts of blood on the end of the device and upon further inspection of the probe cover, a small perforation was found in the cover. FDA safety report ID# (B)(4).